Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient reported the alarm after therapy and could not recall anything unusual that would cause or contribute to the alarm. The technical services representative explained the alarms to the patient and advised them to contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.